Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was transported to the hospital because they were not alerted by the dexcom device that the patient's sugar was high. The patient experienced difficulty breathing and paramedics were called. The spouse noticed the dexcom app was showing that the sensor had failed. The patient was admitted to intensive care unit (ICU) with bg over 1,000 mg/dl. The hyperglycemia was treated with IV insulin. At the time of the report, the patient was in ICU. The patient underwent unspecified testing. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.